Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl due to over bolus. The customer reported that she treated blood glucose with a candy bar. The customer also reported that the transmitter was not working properly. Troubleshooting was not performed for low readings. The insulin pump was not returned for analysis.